Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal post on the bottom of the trial insert isn't fully seated. This will not allow the insert to sit flush on the tibial tray for trialing.

Manufacturer narrative:
Examination of the submitted device confirmed the metal pin component has migrated from it's original position. The migration of the metal pin is being attributed to user error/technique. The metal pin has been forced into a nonconcentric mating relationship to the hole during usage. Based on the root cause determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.